Event description:
The customer was hospitalized for low blood glucose. Troubleshooting was performed and the insulin pump failed the lead screw test.

Manufacturer narrative:
A complete analysis and testing of the pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specs.